Manufacturer narrative:
The report of a channel error was confirmed in the pcu event log and identified as due to a channel disconnect. The pcu event log shows there were 3 instances of channel disconnects. At 9:31 am and 9:34 am on (B)(6) 2020, both pump module s/n (B)(4) and pump module s/n (B)(4) were disconnected shortly after being programmed and the infusion started. Also, at 9:34 am, a different pump module s/n (B)(4) was added to the system as unit a and it also disconnected shortly after being programmed and the infusion started. After each disconnect, the user selected softkey 14 to address the channel disconnect pop-up. Based on the event log, it was determined that pcu s/n (B)(4), pm s/n (B)(4), pm s/n (B)(4) and pm s/n (B)(4) are all possible source devices, however the exact configuration of the modules could not be determined. The pump module device logs were not returned for investigation so it could not be determined if the channel disconnect was due to a loss of power or loss of communication. The root cause of the channel disconnect was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
It was reported that during infusion of unspecified drips, the module had a connection malfunction. The patient had "mild harm." Although requested, additional information was not provided.